Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate and the customer asked about the insulin on board (iob). Reportedly, the customer was concerned that insulin had not been delivered. The customer's blood glucose level was 343 mg/dl. The customer had administered a correction bolus. Tandem technical supported followed up, the customer reported that their blood glucose had decreased and that the issue was resolved.